Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that 12 years and 7 months post implant of this aortic bioprosthetic valve, the valve was explanted and replaced with a non-medtronic valve.  The reason for the explant was not reported.  No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this bioprosthetic valve was replaced valve-in-valve due to moderate insufficiency. Patient weight added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.